Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A son reported on behalf of the customer, high readings of 'hi' (> 500 mg/dl) with the adc freestyle libre 2 sensor. The customer self-treated with 12 units of insulin (type unknown), and subsequently experienced the symptom of trembling. The emergency services were called, and an unspecified meter reading of 74 mg/dl was obtained. The customer was taken to the hospital and a healthcare meter reading of 64 mg/dl was obtained. The customer received glucose solution as treatment.. There was no report of death or permanent injury associated with this event.